Manufacturer narrative:
(B)(4). Retainer ring = black, pump passed the displacement, rewind test, prime, seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test and self test. Pump failed to download history files and traces using thump. Unable to upload, download isolated to pcba 2. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, cracked case on battery tube side and pillowing keypad overlay.

Event description:
Information received by medtronic indicated that the insulin pump had crack on back of the insulin pump along battery side. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.